Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt says that its hard to connect to start charging "and can take up to 15 minutes to get it to charge" and says this started "about 3 months ago" and has progressively gotten worse. The pt has tried resetting controller which doesn't resolve and shows a "call medtronic screen" but doesn't remember what it was. Patient services (pss) had pt start a charge session to see if the screen would come up again. They said it's a software problem screen. Details are: 1-intellis 2-3.0 3-243 4-qf_port and says this is the one they have been seeing. The pt says the recharger (rtm) heats up. They said if they use an ice pack with the rtm it "seems to charge better". The pt doesn't hear any rattling inside controller. They looked in controller port and said they appear to "be aging, none of em super shiny". The issue was not resolved. A replacement controller was sent out. No symptoms were reported. Additional information was received. Pt called back stating that they were having charging issues again. Pt stated that they just got a new controller about a month ago, however system problem rm03 kept appearing when trying to recharge the ins. Pt stated that the ins would charge for maybe thirty seconds to a minute and then the error message would appear. Pt stated that they reset the controller three times, however the issue was not resolved. A recharger was sent.

Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the recharger found a "recharger problem, cannot continue, call medtronic" message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.